Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 458 mg/dl and a bolus was delivered to address bg. The customer alleged that insulin was not being delivered. During troubleshooting with tandem technical support, the fill tubing took more than 10 units before insulin was observed exiting the tubing. The customer changed the infusion set and resumed insulin delivery.